Event description:
It was reported that the ilet user experienced multiple insulin cartridge leaks with subcutaneous insulin delivered by pen as backup, associated with a high glucose reading on cgm and unavailability of a contemporaneous bgm value; the issue was resolved with exogenous insulin and a full supply change, and troubleshooting identified incorrect order of operations, specifically attaching the adapter to the cartridge outside of the pump, for which education was provided. Symptoms included hyperglycemia reaching 401 mg/dl with polydipsia, irritability, nausea, and vomiting. Outcomes included no health consequences or lasting impact. Investigation included communication with the caregiver and analysis of information provided by the user or third party. Investigation of this case use error of attaching the connector prior to inserting the cartridge into the pump. It was concluded, based on previously established findings for similar reports, that the cause was traced to use error.